Event description:
The user facility in (B)(6) reported the cutter did not work. They opened another cutter and it did not work at 5000cpm. No patient injury reported. The cutter was discarded.

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any additional information is received. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2. See 1920664-2013-00094.